Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the customer that the lower screen of the external pulse generator (epg) was fuzzy. It was recommended that the epg be returned. The status of the epg is unknown. No patient complications have been reported as a result of this event.